Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts out of the insulin pump. The customer's blood glucose reading was 54 mg/dl to 250 mg/dl at the time of incident. Customer declined to troubleshoot as they were at work and indicated they would call back later for further assistance.